Event description:
It was reported during remote follow up that the right ventricular lead exhibited loss of capture. Lead repositioning was successfully completed april 8,2025. Patient condition was not provided.